Manufacturer narrative:
H3/h6: the elca device was not returned for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced to treat a severely calcified lesion in the mid right coronary artery (rca). A spectranetics elca laser atherectomy catheter, along with a 0.014 guidewire (manufacturer unknown), terumo 6f introducer sheath, and a cordis 6f guide catheter, were used to treat the patient. During use, laser light was observed emitting near the plug. The elca was removed and a new elca was used to complete the procedure with no reported patient harm. This report is being submitted due to unintended radiation exposure, potential for harm.

Manufacturer narrative:
D4) device serial number added. H3) the elca was returned to the manufacturer for evaluation. Visual inspection found the tail tube and working length in good condition with no breaches to the outer jacket. Red laser light was visible near the coupler; however, this is considered normal. At the distal tip, multiple broken fibers and missing epoxy was observed. H6) based on the device evaluation and investigation, it is suspected that the patient condition/target lesion contributed to the difficulty of hydration reaching the treatment site. The lack of hydration resulted in the damage to the distal tip of the device. Component code g04129 replaced (from g04037, g04053). Type of investigation code b01 replaced (from b17). Investigation findings code c070603 replaced (from c20). Investigation conclusions code d1001 replaced (from d14). All other codes are applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.